Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, intra-op, when surgeon began inserting the implant it broke. The product came in contact with the patient. No fragments of the implant remained inside the patient.there were no patient complications as a result of this event.

Manufacturer narrative:
Product analysis:macroscopic examination confirms the implant is fractured into multiple pieces and broken. Microscopic examination of inserter interface posterior nose identified crack emanating at the implant inserter interface, consistent with excessive force. Examination of the fracture at the inserter interface centerline reveals a fairly brittle fracture surface, with rays emanating outward, and no indication of fatigue. The location and nature of the fractures, in addition to the implant nose damage, suggest brittle overload during insertion as the mechanism of failure. The above observations are consistent with brittle overload as the mechanism of failure.